Manufacturer narrative:
This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false negative result with the ID now covid-19 assay for performed on (B)(6) 2022 on a nasopharyngeal with a direct tested non-kit swab. Repeat testing was performed with the same sample swab that had been refrigerated between 3-8 degrees c for 24 hours and generated a positive result. Confirmation testing (platform: filmarray) was performed on an unknown date and generated positive results. The customer stated the patient was symptomatic and there was a delay in treatment. Additionally, the customer stated the patient was quarantined for covid-19 and confirmed there was no patient harm due to the test results.

Manufacturer narrative:
Corrections: d4 (exp. Date). Additional information: h4 investigation report: testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot m185210 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot m185210 and test base part number 190-430 / lot m185210. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m185210 showed that the complaint rate is 0.002%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, substances in the sample itself may have interfered with the reaction.